Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient reported she fell and passed out about 3 weeks ago and in the past 7-10 days she is leaking fluid from the implant site. The patient is concerned the ins is leaking. The patient stated she has bad pain on her right side where the ins is. The patient stated after the fall she noticed the ins is flatter than it was when it was implanted. The patient noted at first it was still working, and "now with standing, the device is not working and the patient is experiencing leakage on the device and pain. The patient stated she has passed out several times in the past year and a half or so and the doctors don't know why. No further complications were reported. No additional patient symptoms were reported.